Event description:
The customer reported that the audio on the monitor was not working.

Manufacturer narrative:
(B)(4). The customer reported that the audio alarm on the monitor was not working. This complaint is deemed reportable as the available/initial info does not provide enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.